Event description:
It was reported that the patient presented for a follow-up in clinic. It was noted that the right ventricular (rv) lead was dislodged. It was also noted that rv lead exhibited intermittent capture and under-sensing. Programming changes were made. The patient was stable.